Event description:
The customer contact reported that while operating on ac power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified concentration of milrinone, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that the device had powered off while on ac power without sounding an audible alarm tone. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.